Manufacturer narrative:
As reported in a research article, 527 patients were implanted with an amplatzer septal occluder and some experienced complications post-procedure. 15 patients had transient st segment elevation, 4 had pericardial tamponade, 2 had air embolisms and 1 had a groin hematoma. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a research article that a study was conducted from february 2016 to january 2019 where 527 patients were implanted with an amplatzer septal occluder and some experienced complications post-procedure. 15 patients had transient st segment elevation, 4 had pericardial tamponade before the device had been implanted, 2 had air embolisms and 1 had a groin hematoma. Two patients underwent pericardiocentesis, but 1 of them developed hypoxic cerebral encephalopathy, and the patient who had a groin hematoma required surgical intervention. Manufacturer report number: 2135147-2020-00088; 2135147-2020-00083.